Event description:
Approximately three months post stent implantation the pt was admitted into the hospital where angiography revealed restenosis of the target lesion. The pt also experienced a hematoma greater than 5cm. The pt had a 3.0 x 23mm bx sonic stent placed in the 95% stenosed type b2 mid left anterior descending (lad) artery at 16 atms. The lesion was pre-dilated with a 3.0 x 20mm balloon at 16 atms. A dissection occurred in d1 "post ptca stent implantation." A 2.75 x 28mm bx sonic stent was placed at 16 atms to cover the dissection. Then the 85% stenosed first diagonal lesion was dilated with a 2.5 x 15mm balloon at 16atms. The final percent of stenosis was 30%.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt. Please note that this device (pr28275/a0605861) is distributed outside the united states; however the stent is the same as the united states distributed product (swh28275). This is the second of two products involved with this adverse event, which is associated with mfg report # 9616099-2006-01338 and 9616099-2006-01339.